Event description:
It was reported that the pulse generator exhibited atrial undersensing. The clinician increased the atrial sensitivity to resolve the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.